Event description:
It was reported "upon opening the kit, & examining/preparing components for insertion, the clinician noticed a "bump" on the distal portion of the peel-away sheath, where it transitions over the exposed dilator portion. Clinician grabbed a second sterile peel-away sheath dilator to use, & insertion proceeded as planned - was successful." No patient harm or injury. The patient's current condition is reported as "fine"

Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath and dilator for analysis. Definite signs-of-use were observed. The total length of the sheath body measured to be 2 3/4", which is within the specifications of 2 5/8" - 2 7/8". The outer diameter (od) of the sheath measured 0.07705" which is within the specification limits of 0.075" - 0.081". The sheath was functionally tested. The returned dilator was removed and reinserted through the sheath and passed with little to no resistance. The dilator hub was also able to successfully lock into the sheath hub. Manufacturing has been previously contacted regarding this failure mode. They perform a dimensional inspection report on these peel-away sheath extrusion and have found no evidence to suggest a manufacturing related issue. All complaints are trended across product families on a monthly basis; therefore, a separate complaint history review is not required. Corrective action is not required at this time as unintentional use error caused or contributed to this event. The customer report of a damaged sheath was confirmed by complaint investigation of the returned sample. The tip appeared folded or crimped. Despite this, the sample passed all relevant dimensional and functional inspections. Based on the appearance of the damage, the customer report that the defect was observed during use, and the comments from manufacturing, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.